Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Soft cannula was in the deployed state when the device was received. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism to deploy early. The data showed that the first priming sequence ended at 47 pulses and deactivation occurred at 57 pulses. The needle mechanism was reset and fired properly during the investigation. The exact cause of the reported event could not be determined.

Event description:
It was reported that the cannula was already sticking out when the patient removed the needle guard cap to apply the pod indicating that there was a needle mechanism failure.